Event description:
A customer alleged oil mist emitting from the sterrad nx sterilizer. The customer states that the unit made abnormal noises and displayed an error of plasma sub system. There have been no other reports of oil emitting from this account. There have been no reports of human reaction or injury. The unit was assessed onsite by an asp field service engineer.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis and the failure mode and effect analysis the DHR (device history review) for sterrad nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for haze/oil mist. Trending analysis for haze/oil mist issues associated to the sterrad product line did not indicate a significant trend. The hhe (health hazard analysis) relating to exposure to oil mist is considered to be none/negligible. The fmea (failure mode and effect analysis) relating to exposure to oil mist is reported to be considered low risk. All rpn (risk priority number) scores for the failure of this part are below 100 and thus considered low risk. The sterrad nx was inspected following the incident by a field service engineer (fse) who replaced the oil mist filter assy and the catalytic filter to mitigate the issue. There were no parts returned to asp for investigation. Further investigation is not possible.

Manufacturer narrative:
Evaluation by mfg: an asp field service engineer (fse) assessed the unit on (B)(4) 2010 and replaced the oil mist filter, the converter, and the vacuum pump oil. The fse confirmed the operation and checked the sterilization process.